Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: examination revealed the stem trial was return separated from the broach, thus the jammed/seized condition could not be confirmed. Function evaluation of the two mating devices found the stem would not assemble with the broach without the use of excessive force due to severe damage/deformation sustained to the attachment end of the stem trial. The investigation did not establish a need for corrective action. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
It was reported that during the revision knee surgery the 34mm femoral sleeve broach and 14 x 115 stem trial got stuck and was hard to remove. During that time the revision femoral broach handle came off and landed on the floor. We had to get it re-sterilized. While waiting the surgeon started trying to remove with vice grips and damaged the stem trial and sleeve broach. When we did get the handle back it would not stay attached to the broach so I guess it was damaged as well. All three instruments need replaced.